Event description:
No additional information provided.

Manufacturer narrative:
1.complaint description: leakage at connetor. 2.DHR/bhr review: (1) the batch number of the complained product is 3079627, is 24g and product code is 383912,produced on 2023/04, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 3.no samples or pictures were returned,the defect status cannot be confirmed. 4.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint. H3 other text : see narrative.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y leaked. The patient's condition requires prolonged intravenous infusion, and the nurse uses an indwelling needle for him. After connecting the line, the nurse finds that the line interface is leaking and cannot be used. Stop using it immediately and replace it with a new needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.